Event description:
This will be a very condensed version of the events leading up to, during and after the implantation and subsequent explantation of a charite artificial disc in my spine at level l5-s1. In 2004, I fell into a 5ft deep trench at work. After therapy and a cortisone shot prescribed by my primary care physician, I was referred to another doctor, and orthopedic surgeon specialized in spine care. Orthopedic surgeon diagnosed my condition as a herniated disc at level l5-s1, and recommended a micro-discectomy be performed. I agreed to this and surgery was done five months later. Surgery went well, and after a short recover, I returned to work, on a limited basis. Unprovoked, my back went out again. This was diagnosed by dr as a re-herniation of the disc at level l5-s1. Again a micro-discectomy was advised and agreed to. Surgery was done in 2005. I was told that surgery went well, but I did not recover. It was suggested that too much of the disc material had been lost due to the previous two herniations. I was then given three options: 1) do nothing (not an option for me), 2) fusion, 3) artificial disc. After a brief period, based on my age and very high activity level prior to first herniation, and rave reviews by dr, I chose option 3. Artificial disc surgery was performed four months later. Again, I was told that surgery went well and I began recovery. Two months later, it was clear that something was not right. Beginning and prior to that month, I was sent to a dr for my first of eight radio-frequency ablation treatments (rfa's). These essentially burned the nerves off of the facet joints on my vertebrae. Three months later, as dr was burning the nerves off of the fifth vertebral level facet joints, it was determined that the nerves were growing back at the first level. It should be noted that this procedure was performed because my facet joints were "hitting", or "rubbing" against each other, a condition I had not experienced at any time prior to the artificial disc surgery. In 2006, while at an appointment with dr, where I thought we were going to discuss what to do next to get me healthy, dr expressed that there was nothing more that could be done; I was as good as I was ever going to get. He, in effect, washed his hands of me. I was crushed. I was in a considerable amount of constant pain and the thought of this being as "good as it will ever get" was catastrophic for me. Upon gathering myself together and leaving dr's office, I asked my worker's compensation case mgr (who has accompanied me through this whole event) if I could get a second opinion. My request was granted, and in 2006, I saw another dr.. I could tell immediately by his demeanor that he didn't want anything to do with it, and he said as much, in more professional terms. I then requested and was granted permission for a third opinion. The following month, after some begging, I was seen by another dr. Dr agreed to provide me care and after c.a.t. Scans, m.r.I.'s and x-rays he suggested a bi-level fusion, as it appeared the disc had destroyed the vertebrae above the originally affected area, leaving the artificial disc in place, hoping to encapsulate it in new bone growth. This procedure was performed the next month. The new bone died. Failure. I was then offered explantation, where they would remove the latest fusion, remove the artificial disc and redo a bi-level fusion, packing the disc space with bio-morphic protein (bmp), in hopes that it would all fuse together. Again, I agreed and eight months lateri had the procedure. It was a horrible painful surgery and recovery, of which I am still enduring. This has been an absolutely horrific 3 years of my life, of which I left most of personal details out of this report.